Event description:
The facility reported a fgail code 810:11 on channel c. Information was not provided regarding whether or not the failure occurred during an infusion. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. The hosp rep did not have info regarding whether there have been any reports of any pt incident involving this pump since the last baxter service event.